Event description:
It was reported that cartridge did not fully snap into pump while customer was using a protective case. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected and cleaned pump connection area and cartridge as instructed by technical support, then successfully reloaded original cartridge and resumed insulin therapy.